Event description:
It was reported to the manufacturer, by the end user, per the end user, that (B)(6) (vendor) states client called due to mast being damaged, there had been an incident where the lift 'fell over' while attempting to lift him but there were no injuries. (B)(6) states that (he resident/client stated that prior to starting lift, they had lifted the mast up and out of base, and that mast bent when it tipped forward during lift. Complaint # (B)(4). Was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.